Event description:
The fse reported that the image went black. This resulted in a loss of imaging functionality. Functionality was recovered with a reboot. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.